Manufacturer narrative:
Findings: cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. Several boluses were programmed and delivered. Boluses recorded properly in bolus history. Daily totals functioned properly.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level which was not recorded at the time of admission. The customer stated that they had an MRI which could have led to issues with the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.